Event description:
It was reported that the user experienced variable blood glucose with frequent hyperglycemia while using the ilet system, including a documented high of 393 mg/dl, and noted needing approximately 13 glucose gummies to address lows; the user does not announce meals, and their clinician discussed weight gain and potential pump discontinuation if control does not improve. Symptoms included episodes of hyperglycemia. Outcomes included assignment to additional training and transfer to a partner organization for support. Investigation included complaint intake review, device use assessment, and referral for user education and coaching. Investigation of this case revealed user management factors, including lack of meal announcements leading to inadequate postprandial control, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error and therapy management rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.